Manufacturer narrative:
The autopulse platform in this complaint will not be returned to zoll for evaluation. The customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) with the help and guidance received from zoll. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
During shift check, the autopulse platform (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message, and the customer attempted to clear the ua by rotating the driveshaft to the home position. However, ua45 persisted upon rebooting the device. The customer called zoll and was able to clear the ua with the help of guidance provided by zoll. Per the customer, the autopulse platform was put into service after clearing the ua. No patient involvement.